Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion, exhibiting 80% stenosis, was located in a moderately tortuous and severely calcified superficial femoral artery. No anatomical challenges were noted, and no contributing factors to the reported event were identified. The patient was in good condition post-procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.